Manufacturer narrative:
Product event summary: the battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that when pressing the status button on the battery, the light emitting diode (led) lights would show as if it was fully charged. However, when connected to the battery charger, the charger would stay in charging mode with an orange blinking led. When the battery was connected to the controller, the controller would not show any leds as if the battery was completely discharged. The battery was exchanged. No patient complications have been reported as a result of this event.